Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported that printer is currently unable to produce any labels for insulin in accordance with the established workflow a technical support specialist verified the tasks completed by the implementation analyst as stated by brian stevens. The device functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, experienced was an printer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.